Event description:
It was reported that the device was stuck in the lesion. The target lesion was located in the left circumflex artery. A 1.25mm rotalink burr was selected for use. During procedure, it was noted that the device was stuck in the lesion. The procedure was completed with another of the same device and the patient was in stable condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device found that blood was present within the device. The advancer used in the procedure was not returned for analysis, therefore, analysis was performed using a test advancer. When the returned burr catheter was connected to the test advancer and rotation was attempted, the test advancer stalled and would not run due to the blood within the sheath preventing the rotation of the burr catheter. It was considered likely that the device becoming stuck within the lesion was attributable to the inability of the device to rotate. No other issues were identified during the product analysis.

Event description:
It was reported that the device was stuck in the lesion. The target lesion was located in the left circumflex artery. A 1.25mm rotalink burr was selected for use. During procedure, it was noted that the device was stuck in the lesion. The procedure was completed with another of the same device and the patient was in stable condition after the procedure.